Manufacturer narrative:
The ventilator was returned to the manufacturer for eval. No malfunction of the device was found. The device passed all testing and was found to operate and alarm as designed. The device's downloaded event log was reviewed and no errors were logged to indicate a malfunction of the device occurred. This issue was previously reported on medwatch number 2518422-2013-01858. There were two ventilators in the customer's possession. The customer was unable to verify which ventilator was in use at the time of the event. The manufacturer concludes that neither device caused or contributed to the pt injury.

Event description:
The manufacturer received info alleging a pt developed a pneumothorax while using a ventilator. No specific malfunction of the device was reported.